Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported mobility and infection.

Event description:
Mobility, infection, and fistula were reported. Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was up to 1 year after prosthetic restoration. Primary stability and osseointegration was not achieved.